Event description:
During a pci procedure, the quantum maverick monorail balloon ruptured at 16 atms on the initial inflation. The lesion being treated was a 90% stenotic, calcified instent restenosis lesion in a previously placed cypher stent in the proximal left circumflex coronary artery. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported.